Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages from her/his adc freestyle libre sensor, after four days of wear. It was further reported that on (B)(6) 2018 due to the error messages she/he could not receive a reading and subsequently experienced ¿sweating and bad vision¿. Customer was treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no issues were observed. Sensor plug is seated correctly in the sensor mount. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving error messages from her/his adc freestyle libre sensor, after four days of wear. It was further reported that on (B)(6) 2018 due to the error messages she/he could not receive a reading and subsequently experienced ¿sweating and bad vision¿. Customer was treated with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.